Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Event: corrected date of initial surgery. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had undergone an open reduction and internal fixation of proximal ulna, radial head arthropathy and lateral collateral ligament repair for left elbow fracture and dislocation on (B)(6) 2016 and not on (B)(6) 2016 as reported on previous medwatch report.

Manufacturer narrative:
Reported in maude report: date of birth, lot, catalog, expiration date. Supplement to maude report: patient age, email. DHR review was completed. (B)(4). Release to warehouse date: 17-aug-2015. Expiration date: 31-jul-2020, part number: 09.402.022s, 22mm cocr radial head standard height/12.5mm ¿ sterile, lot number: 7855823 (sterile), lot quantity: 25. Work order traveler met all inspection acceptance criteria. Certificate of compliance received from (B)(4) dated (B)(6) 2015 was reviewed and determined to be conforming. Inspection sheet, incoming final inspection, (B)(4) met all inspection acceptance criteria. Packaging label log (B)(4) was reviewed and determined to be conforming. Packaging bom was reviewed and found to be conforming with no deviations to normal packaging identified. (B)(4) supplied by (B)(4) was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 21022, (B)(4), lot number: 5345317, (B)(4). Product traveler met all inspection acceptance criteria. Raw material inspection sheet, (B)(4) met all inspection acceptance criteria. Certified test report supplied by (B)(4) dated (B)(6) 2006 and inspection certificate supplied by (B)(4) dated (B)(6) 2006 were reviewed and determined to be conforming. Raw material receiving/putaway checklist met all inspection acceptance criteria. Part number: 41060, (B)(4), lot number: 7695678, (B)(4). Certificate of tests supplied by (B)(4) dated (B)(6) 2014 was reviewed and determined to be conforming. Lot summary report dated (B)(6) 2014 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria with no issues documented during the inspection or release of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Customer quality unit received a user facility report 3302700000 2018 005 from hospital for special surgery. Only additional and/or corrected information will be contained in this report. It was reported that the patient had undergone an open reduction and internal fixation of proximal ulna, radial head arthropathy and lateral collateral ligament repair for left elbow fracture and dislocation on (B)(6) 2016. The patient was seen in follow-up following recall of her implants on (B)(6) 2018 and removal of hardware was discussed due to the degree of implant loosening. The patient was experiencing increased left elbow pain with activity and at night over the past six (6) months after the follow-up check. The patient reported that the pain was sharp with twinges in her left shoulder, forearm and wrist. The patient underwent a hardware removal of left radial head and radial stem on (B)(6) 2018 due to implant loosening to prevent further degradation at the proximal radius. There was no surgical delay. There was no patient consequence.